Manufacturer narrative:
Analysis of programming history.

Event description:
The reported settings are not indicative of an interrupted system diagnostic test. Information available does not suggest that there is any device issue.

Event description:
It was reported that the physician started seeing the patient in (B)(6) 2013 and at that time the patient's settings were indicative of a faulted diagnostic test. Review of in-house device programming history did not identify any programming anomalies. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: previously submitted MDR incorrectly stated that the device settings were indicative of an interrupted system diagnostic test. Information available does not suggest that there is any device issue.